Event description:
"Machine did not alarm when return pressure increased due to a possible blood tubing set coagulation. Patient went into cardiac arrest a few minutes before the treatment was completed. Prior to cardiac arrest the patient did not state any discomfort or complaints". The patient was moved to the intensive care unit (ICU).